Manufacturer narrative:
(B)(4). Date sent: 04/22/2021. D4: batch # unknown. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the long60a device was received with shrouds and triggers missing and a ecr45g cartridge loaded on the device, an incorrect reload size for this device. In addition, the anvil was noted closed, the returned reload unfired and the knife exposed not allowing the device to open. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No functional testing could be performed due to the condition of the returned device. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to an improper use of the device. Loading the incorrect reload for the instrument size or model may result in transecting the tissue without sealing. Also, it should be noted that a 60mm device is designed to work only with 60mm cartridges. It is possible that outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the current patient status known? The patient is in good shape. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the case, the anvil of the device was locked while it was closed on tissue and didn't re-open. The stapler was broken apart to open.